Event description:
It was reported that "the measurement value drifted up to around 300mmhg after zeroing during use. The problem was not solved although customer zeroed again several times. Additional information: after starting the measurement, the waveform gradually rose in about 30 minutes. The customer zeroed the sensor, but then it started drifting again about 5 minutes later. The sensor was zeroed once more, but the problem was not solved and it drifted up to 300mmhg.

Manufacturer narrative:
There was no patient injury. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Without return of the product, it could not be determined if damages or defects were present on the dpt. It remains unknown if any clinical factors may have contributed to the event. No further actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed.